Event description:
Failure to alarm: patient had small foam kit applied to heel of foot. Rn's walked into room to find dressing halfway attached and fluid leaking from foot. No alarm on ez plus pump.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium with soft port. Smith & nephew received the above product complaint for leaking. No samples, pictures or lot number information were received for evaluation. A device history record review investigation could not be initiated with the limited product information provided. The patient had a heel wound. Foot wounds can be a challenging and difficult area for negative pressure wound therapy. Possible root causes for dressing not fully attached and causing a fluid leak include preparation of the wound area (remnants of oil, ointment, or cream on skin) which would decrease adhesion of the film, therefore, creating leak pathways in the dressing and/or wound shape/area where it is challenging to obtain a seal. It is unclear from the complaint description if the patient had the pump positioned above the wound site. If not, then this scenario could have contributed to the event experienced by the customer. Both the troubleshooting guide of the renasys pump and the instructions for use (IFU) for the renasys kits with soft port indicate in the precautions section that the device and system tubing should be positioned level or below the wound. The complaint is deemed unconfirmed. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.